Manufacturer narrative:
This follow-up MDR is created to document the corrected event date and lot number, and the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the exhaust tube of cylinder 2. Testing revealed these to not be a site of leakage. No functional abnormalities were noted with the pump or either cylinder. The information received indicated the device leaked, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder leaked.